Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction at the infusion site on the abdomen after an unspecified duration of pod wear, which subsequently progressed to an infection. The patient reported that the infusion site developed a red circle and a small white bump, which prompted him to seek medical attention. The patient presented to the hospital on (B)(6) 2026, was subsequently admitted, and diagnosed with a skin infection. The patient received antibiotic treatment and remained hospitalized for approximately one day. The patient resumed omnipod therapy following the incident.